Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an app crash alert occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of an app crash alert shut-off. The probable cause was determined to be patient misuse.